Manufacturer narrative:
Siderail.

Event description:
It was reported by service report that the siderail is broken. It is unknown if there was pt involvement or if there are adverse consequences to report.